Event description:
It was reported that, "left patella revision. When capsule was incised, patella implant was disassociated from patella. Patella pegs were not attached to the patella dome. Pegs appeared to be easily removed from cement mantle with forceps."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.